Event description:
It was reported that representative received a call from the doctor this morning regarding a patient who was in a store and was holding a piece of clothing with a security tag on it. Patient reported she felt shock from her feet to the device and it caused her to drop to the floor. Representative would meet with patient to check device. It was unknown if issue was related to medtronic, inc. Device or therapy. Symptoms reported were: shocking. Location of symptoms reported: from feet to device wish was considered sudden. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from rep reported that she spoke directly with the patient in the office, the incident occurred when patient got near a security screening area near the front of the store. At the time, patient was holding a piece of clothing with security tag on it. Patient said the shock was so severe it knocked her to the floor. It subsided and patient left the store without further help or assistance. Rep stated when she saw patient in the office on (B)(6), the device was turned on. Patient was not in any pain at the time. Rep changed patient to program c3 (2-,0+) at 1.1v. Patient felt stimulation in vaginal area. An impedance check showed >4000 ohms black bar for the 0 <(>&<)>1 configuration only. Rep raised the voltage slightly to no available. Patient reported some of her frequency symptoms were returning. Rep gave patient bladder diaries to tract her current symptoms. Patient was not in any discomfort when she left the office. On august 29 2016, the patient informed rep that she continues to get shocked whenever she walks into a store with a security screener. She felt a sudden pain in the vaginal area each time she walks into a store. The pain eventually went away and it had made her wary of going to stores. Rep stated physician advised her to have the patient turn off the device to see if these events discontinue. The patient turned the device off as of (B)(6) 2016. The patient plans to keep a bladder diary to check her urge incontinence and frequency symptoms with the device turned off. Rep stated she no longer has any information from patient¿s office visit on her clinician programmer. Unfortunately, it has already been deleted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.